Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 414 mg/dl at the time of the incident. The customer was assisted with troubleshooting and the customer does not allege pump was under delivering. The drive support cap was normal (slightly intended). The customer was treated with insulin pump. Customer will return device for analysis.

Manufacturer narrative:
Device passed the displacement, rewind, basic occlusion, occlusion, prime or compromised force sensor system alarm and excessive no delivery test. Device had cracked case at display window corners, broken battery tube threads, cracked reservoir tube lip, minor scratched display window and stained address or serial number label.